Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer believes the occlusion occurred due to bending at the waist as the bolus was being delivered; therefore, the customer declined to remove their site during troubleshooting with tandem technical support.